Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a thrombus was noted on transesophageal echocardiography (tee) before deployment of the closure device. The was sheath was brought back to the right side and exchanged for another was. The removed was had a clot on the tip. The clot was no longer visible on tee, and the new was sheath and closure device were successfully placed. There were no patient complications.